Event description:
The pt reported that the "up" arrow button was intermittently responding on the keypad. The "up" arrow buttons had to be pressed multiple times to elicit a response from the keypad. The reported denies damage to the keypad or exposure to moisture. The button felt flat when pressed and did not click back.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.